Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 7/1/20. Corrected information: b1, h1 - this event no longer meets reportable malfunction criteria.

Manufacturer narrative:
Product complaint # ==> (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a robotic hysterectomy procedure on (B)(6) 2020 and fibrin sealant dual applicator was used. There is too much memory at the distal tip of the applicator and it's difficult to visualize and grasp laparoscopically. Case was successfully completed. There were no patient complications reported. No device will be returned. Additional information was requested.